Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. G2: foreign: germany. Diligence is in progress to determine whether the product is available for evaluation by the manufacturer. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately four (4) weeks post-implantation, the patient began to experience recurrent, atraumatic hemarthrosis. Subsequently, seven (7) months post-implantation, the patient underwent revision surgery. The articular surface was found to have clear signs of abrasion and was replaced without complication. The tibial and femoral components remain implanted. Diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; h2; h3; h4; h6; h11. D10: medical product: stemmed tibial component precoat size 8: catalog#00598005702, lot#j7439238; femoral component precoat size g right: catalog#00595001702, lot#66723010. Visual examination of the returned product exhibits signs of implantation with a ding in the dovetail slot. There is gouging, wear, and pitting noted on the proximal articulating surface along with damage and abrasions on the implants distal surface. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: swelling, pain and gait unsteadiness in the right knee for the first time after a 1-hour beach walk on vacation in seven months post-implantation; since then recurrent swelling and tightness. Revision operative report: dx: non traumatic hemarthrosis, leading to restrictive movement. Upon entering joint, plenty of hemarthrosis encountered and emptied. No relevant source of bleeding found. Poly exchange. No complications noted. Regarding the implant wear and reported pain, swelling, and range of motion limitations, root cause was unable to be determined. Regarding the reported hemarthrosis, investigation results concluded that the root cause of the reported event was determined to be not related to the device and no device problem was found. Reported event was confirmed by review of provided medical records and complaint sample evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a4; b4; b5; b7; d9; g3; h2; h6; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately four (4) weeks post-implantation, the patient began to experience recurrent, atraumatic hemarthrosis, pain, swelling, and loss of range of motion. Subsequently, seven (7) months post-implantation, the patient underwent revision surgery. The articular surface was found to have clear signs of abrasion and was replaced without complication. The tibial and femoral components remain implanted. Diligence is complete and all available information has been provided.